Event description:
It was reported by the sales rep that during the latter portion of a curettage and peripheral osteotomy with removal of a lesion from the right mandibular ramus; while performing a lateral corticotomy the attachment overheated and caused a burn. The burn was noted to have affected the first several layers of epidermis exposing a pink undersurface and antibiotic ointment was applied. After following up with the surgeon, it appeared to be second degree. The pt will be followed in the office and it is unk at this time if any scar will develop and if additional surgery will be needed for scar revision.

Manufacturer narrative:
The attachment involved in the reported event was evaluated. During the eval, the technician noted the front bearing was very rough when running it on a handpiece, and it heated up quickly. The attachment was disassembled and visually examined; during the visual examination, it was noted that the front bearing was full of corrosion debris. The corrosion was most likely caused by improper sterilization procedures.